Event description:
It was reported by the plaintiff experienced urethral sling erosion, discharge, scarring and stress urinary incontinence. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 2183959-2014-42557.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 3014 under exemption (B)(4). Lawyer-filed report.